Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
The customer reported via phone call that there were many bubbles in the reservoir and tubing. The customer¿s blood glucose level was 233 mg/dl at the time of incident, 231 mg/dl and 215 mg/dl. The customer reported approximate size of air bubbles was champagne size and larger in the reservoir. The customer reported that they were able to successfully remove the air bubbles. The device will be returned for analysis.